Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped and abandoned due to high impedance and lead fracture. It was replaced with a lead model 0095.